Event description:
Doctor said that the linear cutter jammed and she was unable to open it. The device wouldn't fire. The doctor wasn't able to remove the endocutter from tissue and opened a second like endocutter to cut around the endocutter to remove the device from the patient. There were no patient consequences reported.